Manufacturer narrative:
(B)(4). The ventilator was not repaired as the customer elected to trade-in the ventilator.

Event description:
It was reported that the ventilator had a blank display during testing. There is no reported patient involvement associated with this event.